Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a fill tubing anomaly. The caller did not provide the blood glucose reading. The customer stated that she changed the insulin pump since her last call had been disconnected, and when she placed the reservoir in, there was a different color on one side of the infusion set tubing. She believed that it looked as though insulin was only on one side of the tubing. She was assisted with programming the insulin pump. Nothing further reported.